Manufacturer narrative:
(B)(4): the stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Following a battery replacement, it was reported the pt felt stimulation and burning around his abdomen pocket, and there was no stimulation coverage in the pt's legs. Extensive lead and extension testing was performed, but "no issues were highlighted." The battery was replaced a second time and during the second revision surgery, there was obvious fluid in the connection port. After the second revision, the pt had stimulation coverage in his left lower limb, and there was no pt injury or death. The pt was receiving more adequate therapy.